Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial pacing capture threshold was elevated. Beginning (B)(6)2015 atrial capture threshold measured 2 volts and consistently measured 2 volts or greater.

Event description:
It was reported that the right ventricular (rv) lead threshold was rising and exhibited capture failure. Additionally, the ventricular capture management (vcm) on the implantable pulse generator (ipg) did not detect the threshold increase. The lead and ipg remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.